Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported that the device worked when first opened, and then it jammed. A second device was opened and it also jammed. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: ab)based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instruments were received in good physical condition. The instruments were examined and were found to be functional. The instruments were cylced, fired, and properly formed the remaining; a)9 staples without incident b)21 staples without incident. Ab)no conclusion could be reached as to what may have caused the reported incident during surgery. No conclusion could be reached as to why the reported instrument "jammed" during surgery. This inquiry was orignally reported as an rpo (record purposes only). Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.